Event description:
It was reported that an asymptomatic patient presented in the ICU in backup vvi. External defibrillation was performed when the patient went into ventricular tachycardia below the vt detection rate. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.